Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was unable to charge. The reposition antenna screen was seen. It would not communicate with other external devices. The patient had another system which the patient was able to use the initial external equipment with and was able to connect to.

Manufacturer narrative:
Corrected information: sex, date of birth.